Manufacturer narrative:
On (B)(6) 2019, during analysis of the device a rupture was noted in the posterior view, measuring approximately 0.1 cm, within the rupture an area of siltex cracking was noted in the edges of the rupture. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, it will be properly reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Note: left implant, catalog unknown , serial / lot (this lot number (B)(4) was provided, however it is an invalid number). Right implant catalog unknown serial / lot (this lot number (B)(4) was provided, however it is an invalid number) clarification is in process. Once more information will be available the supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified gel mentor breast implants 500cc and experienced bilateral rupture. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the left breast implant.